Event description:
On (B)(4) /2012, pt reported the insulin delivery of the primary infusion device is too low. Her blood glucose elevated above 500 mg/dl about 1 month ago, and her normal blood glucose is 80-120 mg/dl. She had a headache, nausea, and vomited as a result of hyperglycemia. She delivered a 30 unit insulin injection to reduce her blood glucose. She switched to her backup infusion device, and her blood glucose has remained normal since. The adapter and cartridge were used per specification, and she was advised on the manufacturer recommendations for the infusion sets. The cartridge and infusion set were discarded, and the infusion device and adapter were replaced and requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E10 cartridge errors were found in the history. The anti- twist bushing is loose. There is a missing part on the thread sleeve which holds, in connection with the retaining ring, the anti-twist bushing. An external mechanical influence broke the part on the thread sleeve which holds the anti- twist bushing. Due to this, no rewind of the piston rod is possible and the pump triggered correctly the e10 error message. The adapter passed the optical inspection.